Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only year is known. It is assumed first day of the month (B)(6) 2022 that the complaint was received. Additional information was requested, and the following was obtained: bleeding was observed from the middle of the cut end of the azygos vein. The amount of the bleeding was 1200cc. The deployed staples were b formed. The surgeon commented that since the bleeding was not determined to be caused by a deficiency of the device, the device was discarded. The bleeding was checked before the chest was closed, but there was no bleeding of concern. The device was used as usual. Re-thoracotomy was performed 8 hours after the surgery and bleeding stopped and 4 units of blood transfusion was required. The patient¿s condition is stable. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a thoracoscopic lobectomy, bleeding occurred from the information drain after the surgery. The amount of bleeding is unknown. No transfusion was required. The device was used on the azygos vein. Re-thoracotomy and additional suture were performed to stop bleeding. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2022. Additional information was requested and the following was provided: what does the surgeon believe was the cause of the bleeding if he believes there was no deficiency with the device? : no further information is available.